Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that her father's insulin pump received compromised force sensor system alarm. The customer¿s blood glucose level was 140 mg/dl. Customer's daughter stated that her father experienced low blood glucose and almost passed out because of hypoglycemia. Customer's daughter also reported that the insulin pump did get dropped very hard on the floor and now he had issues with the insulin pump. Customer's daughter stated that the every time she tried to go through the fill tubing the insulin squirted out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.